Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the port where wand plugs in is broken, wand would not recognize a device. Multiple wands were attempted. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan was noisy.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.